Event description:
It was reported that the customer had low blood glucose levels of 44 mg/dl. The customer treated by eating two chocolate cookies. The customer reported programming a correction bolus from the insulin pump for a high blood glucose level reading of 177 mg/dl. It was reported that the blood glucose levels of the customer dropped to below 40 mg/dl after the bolus from the insulin pump. The customer reported that every time a bolus is programmed from the insulin pump, the blood glucose levels of the customer would drop very low. The customer was advised to consult the health care provider regarding the customer's sensitivity to insulin. No additional information was provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.